Event description:
A malfunction was reported with code malf 9, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to report any future issues.